Event description:
It was reported that the device was explanted. The explant date and implant duration are unk. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.